Event description:
This report addresses the use error- reuse of supplies. During follow up for an alarm on the homechoice (hc) device during use, the home patient (hp) stated the cassette was changed out but not the entire set-up. Power was cycled and then therapy went well. The hp was advised to change out the entire set next time he has to restart therapy. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, the customer reported use error. Therefore a batch review and sample evaluation will not be completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. The reported issue was confirmed and the cause was undetermined.